Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that an occlusion of the etlw1613c93e limb was noted. The patient was treated for thrombosis using a pta and non-medtronic balloon. The occlusion was then resolved. As per the physician, the cause of the occlusion was possibly inadequate dilation of the limb. No additional clinical sequelae were reported and the patient is fine.